Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon insertion of cannulated screws, the cruciform end of the 3.0mm cannulated screwdriver broken during final compression. It was noted that the surgeon torqued on the screwdriver fairly hard rather then gently advancing during compression. Procedure was cheilectomy bunion left foot, hallux left foot using depuy synthes 3.0mm cannulated screws. The pieces of screwdriver were immediately debrided (debridement of surgical site) and all foreign pieces/fragments were removed under the imaging of fluoroscopy. There was a ten (10) minute surgical delay and unanticipated x-rays. Procedure was completed by using a second 3.0mm cannulated screwdriver with no adverse effect to the patient or the outcome of the procedure. The case was completed as consented. This is report 1 of 1 for (B)(4).